Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: h8. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the surgical scope's tip is not bending. This issue was found an unknown procedure. A new scope was opened to complete the procedure. There were no reports of patient involvement.